Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. The as400 lot traceability by product lot shows several other units of the reported product / lot combination have been delivered / billed to end customers and presumed implanted. The tray had a significant amount of burnishing (shiny areas) on the fixation side. There was a large amount of third body debris and scratches on the articulating surface of the insert (unknown if is cement or bone). Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain and loosening of the tibial tray.